Event description:
It was reported that during a scheduled filter retrieval, it was identified that the filter was tilted approximately 45 degrees. The physician attempted to remove the filter using a recovery cone, but was unable to capture the filter apex. Using a balloon catheter, the physician attempted to pull the filter apex off the cava wall but was unsuccessful. The filter will remain implanted as a permanent filter. There was no report of injury to the asymptomatic pt.

Manufacturer narrative:
The device history records could not be reviewed as the lot number was unk. The filter remains implanted; therefore, it is not available for eval. The event investigation is currently underway.